Event description:
It was reported the device experienced possible early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Product ID 693165 implantable tachy lead implanted: 2007 (B)(6); product ID 5076-45 implantable pacing lead implanted: 2007 (B)(6); product ID 1056t competitor implantable pacing lead implanted: 2007 (B)(6). (B)(4).